Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for severe anemia and gastrointestinal (gi) bleed. A g-scope was performed that confirmed an arteriovenous malformation (avm) but no source of bleeding. A c-scope was performed that showed diverticulitis. An anterograde enteroscopy was performed but the procedure failed because the target could not be reached. A gastrointestinal (gi) study was repeated but was not conclusive. Small bowel embolization was done that was not conclusive. During hospitalization aspirin and coumadin (warfarin) were held. The patient spontaneously stopped bleeding. Their international normalized ratio (inr) target was lowered to 1.8-2.2. The patient was discharged on (B)(6) 2023.